Manufacturer narrative:
Pump error alarm confirmed in the pump history due to broken trace. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was unknown at the time of the incident. Self test passed. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.